Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to severe calcification. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
Investigation results: device analysis findings: nc emerge mr, ous 2.75mm x 15mm was returned for analysis. Examination of the hypotube identified no issues. A detailed microscopic examination of the balloon material identified the balloon was subjected to positive pressure and returned in a deflated state. No pinholes or tears were noted. Examination of the polymer extrusion shaft noted the inner lumen shaft was stretched at multiple locations starting at 10.2cm from the tip. Tip showed no signs of tip damage. The guidewire could only be loaded to 10.2cm from the tip as stretching in multiple locations was noted on the inner shaft. The device was attached to an encore inflation unit and the balloon was inflated. The balloon was inflated to rate burst pressure of 20 atmospheres as per instructions for use (IFU). The encore device was verified before and after use using the druck gauge. The balloon inflated fully and maintained pressure, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. This was repeated three more times and no issues were noted. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. The balloon was inflated to rate burst pressure of 20 atmospheres as per instructions for use (IFU). The balloon inflated fully and maintained pressure, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance therefore the reported material rupture could not be confirmed. Based on the event description and returned product analysis, it is most likely that the inner shaft stretching occurred during removal activities from the severely calcified target lesion.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured due to severe calcification. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.